Event description:
The plaintiff's attorney alleged that the decedent experienced hypotension, a cardiovascular event and a cerebrovascular event and subsequently expired on or about (B)(6) 2006, after the use of the product.

Manufacturer narrative:
This is one event (death) reported on the same patient involving two separate products MDR 1225714-2014-02395 and 1225714-2014-02396.